Event description:
Reportedly, patient was out of the country for 7 months (from (B)(6) 2015 ¿ (B)(6) 2016). While abroad, the patient went blind and had a pet scan for blindness diagnosis. Due to blindness, the patient fell (date of fall is vague; sometime in (B)(6) 2016). The patient¿s pacemaker could not be checked after the fall as the patient¿s home country did not have a sorin programmer. The local hospital told the family that ¿the pacemaker was not working.¿ how the local hospital determined this is unknown. Patient returned to (B)(6) on (B)(6) 2016 and was seen in clinic on (B)(6) 2016. Upon interrogation and follow-up, there was failure of ventricular capture, even at highest output. The patient at the time had an escape rhythm of 54 bpm. However, the ventricular lead impedances were normal. The patient was very unwell at time of clinic follow-up. The patient¿s pacemaker was explanted, the existing ventricular lead was capped, and a new pacemaker and new ventricular lead was implanted on (B)(6) 2016. The pre-existing ventricular lead was not tested during device explant due to patient suddenly becoming 4+ dependent. Please note: there is a language barrier with patient and patient¿s family. The pacemaker clinic staff is not 100% sure of the events that happened while the patient was abroad.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, patient was out of the country for 7 months (B)(6) 2015 - (B)(6) 2016. While abroad, the patient went blind and had a pet scan for blindness diagnosis. Due to blindness, the patient fell (date of fall is vague; sometime in (B)(6) 2016). The patient¿s pacemaker could not be checked after the fall as the patient¿s home country did not have a sorin programmer. The local hospital told the family that ¿the pacemaker was not working.¿ how the local hospital determined this is unknown. Patient returned to (B)(6) on (B)(6) 2016 and was seen in clinic on (B)(6) 2016. Upon interrogation and follow-up, there was failure of ventricular capture, even at highest output. The patient at the time had an escape rhythm of 54 bpm. However, the ventricular lead impedances were normal. The patient was very unwell at time of clinic follow-up. The patient¿s pacemaker was explanted, the existing ventricular lead was capped, and a new pacemaker and new ventricular lead was implanted on (B)(6) 2016. The pre-existing ventricular lead was not tested during device explant due to patient suddenly becoming 4+ dependent. Please note: there is a language barrier with patient and patient¿s family. The pacemaker clinic staff is not 100% sure of the event s that happened while the patient was abroad.

Event description:
Reportedly, patient was out of the country for 7 months (from (B)(6) 2015 ¿ (B)(6) 2016). While abroad, the patient went blind and had a pet scan for blindness diagnosis. Due to blindness, the patient fell (date of fall is vague; sometime in (B)(6) 2016). The patient¿s pacemaker could not be checked after the fall as the patient¿s home country did not have a sorin programmer. The local hospital told the family that ¿the pacemaker was not working.¿ how the local hospital determined this is unknown. Patient returned to (B)(6) on (B)(6) 2016 and was seen in clinic on (B)(6) 2016. Upon interrogation and follow-up, there was failure of ventricular capture, even at highest output. The patient at the time had an escape rhythm of 54 bpm. However, the ventricular lead impedances were normal. The patient was very unwell at time of clinic follow-up. The patient¿s pacemaker was explanted, the existing ventricular lead was capped, and a new pacemaker and new ventricular lead was implanted on (B)(6) 2016. The pre-existing ventricular lead was not tested during device explant due to patient suddenly becoming 4+ dependent. Please note: there is a language barrier with patient and patient¿s family. The pacemaker clinic staff is not 100% sure of the event s that happened while the patient was abroad.